Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair chair by an end user's son, who stated that the end user "passed out" out while in the chair and the frame of the chair broke and caused the end user to fall to the floor, sustaining a fracture to his back. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.